Event description:
It was reported that guide wires were placed for the 6.5 stainless screws for the subtalar joint. The surgeon had placed two guide wires that crossed each other through the joint. The surgeon went to drill over the k-wires and as he started to advance the drill bit, it imploded while inside the bone. The surgeon had only drilled for about 2-3 seconds when this happened. He was not able to advance the drill bit very far before it fell apart. The surgeon thinks it may have hit the other guide wire. He then pulled the drill bit out and began to recover the drill bit fragments. He was unable to get all of it and some of the drill bit fragments were left inside the pt. He proceeded to implant the screw. It was a challenge to get the screw to advance but did get the screw implanted. There was a surgical delay of 20 minutes. No pt injury was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.